Event description:
Customer states the chair will not move. Customer states yellow wrench is flashing 7 times. Power lights are moving left to right in a chasing pattern. Customer also states that he received replacement batteries and they are not holding a charge as long as they used to. Customer reports that he hit a bump outside while holding a container and the chair stopped moving.